Event description:
It was reported that the insertable cardiac monitor was not recording. No intervention was performed. There were no patient consequences reported.

Manufacturer narrative:
Correction: upon review the insertable cardiac monitor (icm), manufacturer report 2017865-2023-11400, should not have been submitted as a medical device report (MDR) as there was no allegation of malfunction on the icm.